Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user¿s device powered off unexpectedly during use but resumed normal function after being placed on the charger. The user¿s caregiver replaced the supplies, and no further issues were observed. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.